Event description:
It was reported by the user site that on (B)(6) 2026, during a 3dimensions mammography system procedure, the c-arm intermittently continued rotating past the desired position and moved to the maximum inverted position. It was reported by the user site that the c-arm continued to rotate after the rotation switch was released. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the c-arm rotation switches were sticking, allowing the c-arm to continue rotating after the switch was released. The fse replaced the c-arm rotation switches on the left and right sides of the system as well as the rotation switch located under the detector. The fse performed operational testing and confirmed that the system was verified to be functioning according to manufacturer specifications. No further information is currently available.